Event description:
It was reported during the implant attempt that the advance and retraction of the screw was checked prior to the event and the physician was able to advance, but the screw could not be completely retracted when stored. The lead was not used and a different one was used successfully. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the lead appeared damaged at implant. The helix functions within specification. Visual analysis noted that helix pitch is .040" and falls within specification.